Event description:
A caller reported an issue with cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support, who provided information for resetting the pump, and successfully started a sensor session without any further errors.